Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, it is likely the following led to the malfunction: the defective pump head was due to a failure of the pump head. The most probable cause of the complaint is cause traced to component failure which is expected or random without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use the subject device was defective. No patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use the subject device was defective. No patient harm reported.